Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission episodes of non-sustained vt was observed. Prior to episodes, device was conducting a cap-confirm test. It was suspected that the algorithm may be causing irritation to the tissue, therefore being pro arrhythmic. Review of session records revealed patient receive a shock which was appropriate. This vf episode was once again preceded by cap confirm test. It was suspected that this arrhythmia may have been triggered by a cap testing. Patient presented to clinic and algorithm was turned off. Patient is stable and doing well.